Event description:
It was reported that on (B)(6) 2026, they were in a procedure in which the physician was adding a second lead to the patient's existing system. Caller stated that in pre-op, patient had 4 groups for left stn, groups a, b, c and d. Caller received a call at the end of last week indicating the patient only had groups b and d. Caller looked at their reports from the date of surgery and noted that the report from 10:11 am showed all 4 groups a, b, c and d. Caller remembers at that time, they were likely running electrode identifier or brainsense set-up and they were kicked out of the session and forced to restart. Looking back at the report, caller reinterrogated the device at 10:15 am, it indicated the previous session was not ended correctly and only groups b and d were present, a and c were completely gone. Agent reviewed to obtain log files but that when a session isn't ended properly and in the middle of running a task (i.e. Electrode identifier), it may cause programming to be cleared.

Manufacturer narrative:
Continuation of d10: product ID a610 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.